Manufacturer narrative:
Cmpl-(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected.

Event description:
It was reported that the patient had discomfort during the use of the g6 sensor. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced discomfort at the insertion site which occurred the same day the sensor had been inserted in the arm. The patient reported that when needle went into the arm it caused pain, numbness, discomfort, and a tingling sensation. Besides this the patient also reported that a hematoma was formed, but there was no information about the size of the hematoma. The patient reported that he had severe nerve pain. On (B)(6) 2023 the patient went to the hospital and was given a prescription of gabapentin 100mg 3x a day. The patient was also advised by the doctor to try a different insertion site due to the lack of fat in the arm. The patient switched to his abdomen, and no similar incidents happened after this. At the time of the report the patient stated that he was stable. No additional patient or event information is available.